Event description:
It was reported that inflatable penile prosthesis device was removed as the patient's erectile dysfunction returned as the device no longer inflated. During the revision surgery, the physician noticed loose pieces of silicone amongst tissue as he dissected down the device. Once the device was removed, he realized that the outer layer of one of the cylinders had almost peeled off and deteriorated down to the dacron. A new inflatable penile prosthesis consisting of 18cmx12mm cylinders, pump, and reservoir were implanted.